Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient coded and required CPR 3 times. Afterwards the patient required a 9 day stay in the ICU and has been discharged. There is no alleged device malfunction per the customer. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the provided logfile it could be seen that the watertrap was full of liquid, which led to a disturbed gas measurement. There was no indication of a scio related hardware fault. The water trap is a consumable part. Handling instructions are defined in the instructions for use (IFU) of the water trap waterlock2. The water trap can be used latest for four weeks but also must be replaced before in case of water trap related alarms due to the conditions of use. Even if no water is inside the trap the gas flow may be blocked by dust or dirt on the internal membrane. Or the self sealing filter at the back of the water trap may block the gas flow if the membrane is damaged and water drops enter the filter elements. For this case the color of these filters is changing to blue. It is the responsibility of the user to manage the usage of the water trap. However, ventilation and dosage are not influenced since these are controlled independently from the measured gas parameters. The device was tested by the draeger repair center and was working to manufacturer's specification. Based on the investigation results there was no causal connection found between the patient outcome and the etco2 not being displayed. All in all, no indications for a device malfunction were found and thus, dräger could finally exclude that the device in question has caused or contributed to the reported event and patient outcome.

Event description:
It was reported that the patient coded and required CPR 3 times. Afterwards the patient required a 9 day stay in the ICU and has been discharged. There is no alleged device malfunction per the customer. The device has no UDI as an UDI was not required at the time the device was manufactured.